Event description:
Customer reported that she had issues with the insulin pump. Blood glucose reading was 649 mg/dl. The customer stated that her blood glucose went high even though she did not eat any food beforehand. Customer changed the infusion site but still had to treat with manual injection to bring her blood glucose down. The customer stated that it took a long time to bring her blood glucose down. Customer declined troubleshooting. Advised that we will reach out to her in 90 days for a follow up and to offer assistance as needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.